Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation with saline mentor siltex round moderate profile breast implants and experienced bilateral deflation post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2024. This report is for the left breast prosthesis.

Manufacturer narrative:
On jan 11, 2025, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 375cc breast implant was found to have a tear measuring approximately 0.3 cm within parallel lines of shell wear on the anterior view. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 22, 2025, it was noticed the previous report erroneously omitted the following information: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).